Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 693558 lead implanted: (B)(6) 2012; 5592-53 lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation and that there was high threshold. The lead remains in use. No patient complications have been reported as a result of this event.